Manufacturer narrative:
Getinge became aware of an issue with lucea 100 surgical light. The wall-mounted light came off the wall bracket. There was no injury reported. We decided to report the issue based on the potential as this kind of malfunction may lead to detachment of the light and then to serious injury or worse. It was established that when the event occurred, the surgical light did not meet its specification as the device should not come off the wall, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The most probable root cause of this incident is considered by subject matter experts at the manufacturer as related to a wrong installation, not performed according to the recommendations and rules given in both installation manual and installation recommendations manual of this light. There may be several reasons as: - wrong dowels used in the concrete wall. - the system (wall box) was not tight enough. - the back plate was not installed. The other probable reason could be also a weight overload applied on the main arm. We believe that overall the devices on the market are performing correctly. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with lucea 100 surgical light. The wall-mounted light came off the wall bracket. There was no injury reported. We decided to report the issue based on the potential as this kind of malfunction may lead to detachment of the light and then to serious injury or worse.